Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Customer reported that, patient care during trauma reanimation. Well experienced in dealing with the ez io emergency physician wants to place a 25mm i.o. Into the left proximal tibia by using the ezio power driver. During drilling with the ez-io driver of the rescue vehicle a power loss was noted (driver became slower) and finally the driver stopped. A new attempt with the same needle (which was still not completely placed) and the same driver failed in the same way. The i.o.-access was finally placed with another driver, the adrenaline application for hypodynamic circulatory arrest was delayed by 1-2 minutes. Due to the hectic pace of the situation, both devices were subsequently mixed up, so that it is no longer possible to trace which ezio driver is the defective one. No device showed a defect during the visual inspection. During a subsequent testing without drilling resistance both control lamps were green. The device with the sn (B)(4) ran subjectively a bit uneasy and strange during the test, so that this could possibly be the defective device. The devices were taken out of service after consultation with the representative safety officer and replacement was arranged.

Manufacturer narrative:
Qn#(B)(4). Upon receipt of the unit the investigation began for the reported failure. The unit was returned disassembled without all pieces intact. The supplier retested the pcba at functional test and verified a failure, indicated by a blinking green light on the test. Note the test procedure regarding failures only refers to most common failure and does not specifically tell what component failed. U2 was replaced and retested with failing results. U3 was replaced and retested with failing results. U1 was replaced and retested with failing results. It was noted the failure mode was different. Upon further investigation the supplier found a set up error when testing with the new u1. It was retested multiple times over a couple hour period with all passing results. Engineering successfully duplicated the original u1 error confirming a set up issue. The results of the original failure was a faulty u1 microprocessor. The reason for the fault is unknown.

Event description:
Customer reported that, patient care during trauma reanimation. Well experienced in dealing with the ez io emergency physician wants to place a 25mm i.o. Into the left proximal tibia by using the ezio power driver. During drilling with the ez-io driver of the rescue vehicle a power loss was noted (driver became slower) and finally the driver stopped. A new attempt with the same needle (which was still not completely placed) and the same driver failed in the same way. The i.o.-access was finally placed with another driver, the adrenaline application for hypodynamic circulatory arrest was delayed by 1-2 minutes. Due to the hectic pace of the situation, both devices were subsequently mixed up, so that it is no longer possible to trace which ezio driver is the defective one. No device showed a defect during the visual inspection. During a subsequent testing without drilling resistance both control lamps were green. The device with the sn h92220 ran subjectively a bit uneasy and strange during the test, so that this could possibly be the defective device. The devices were taken out of service after consultation with the representative safety officer and replacement was arranged.